Event description:
It was reported that the patient bent over, hyperflexing the hip. The patient then required closed reduction due to dislocation.

Manufacturer narrative:
Information was received via published literature. Evaluation summary: x-rays provided show an acetabular shell which may not have the appropriate version angle. The devices were not returned, therefore, their actual conditions are unknown. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. With the information provided, a definitive root cause cannot be determined; however, bending over/hyperflexion of the hip which led to the dislocation may be outside of post operative indications. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.